Event description:
Reportedly, valve explanted after 7 months due to pt developing enocarditis from an unknown source. The echo showed severe mitral regurgitation and debris on the valve. The valve is not available to be returned for evaluation.

Manufacturer narrative:
Device not returned.